Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant check the right atrial lead had dislodged. The physician opened the pocket to perform lead revision, 3 attempts were made but the lead kept dropping. The lead was explanted and replaced successfully. The patient was doing well post procedure and would continue to be monitored.